Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer reported on the phone that the problem was already solved. The rse advised that the customer was not willing to provide any further information. Based on the information available the cause of the reported problem is unknown. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H3 other text : customer declined support.

Event description:
The customer reported the alarm is not displayed. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported. The customer stated the problem was already solved. Additional information was requested; however, it remains unknown what type of alarm the customer was expecting.